Event description:
It was reported that the patient called the surgeon and told him that he was in (B)(6) and came down with an infection of his left knee. The knee became painful and swollen and he was diagnosed with an acute infection. The hospital in (B)(6) performed an I & d. As far as is known, nothing was implanted. (B)(6). The patient has moved out of state so it is unknown as to what records will be made available to us.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-400, lot zpnm, description: triathlon prim tib baseplate - cemented. Cat 5575-x-000, lot lbeah, description: triathlon fix peg 2 per pk. Cat 5515-f-501, lot yhjc, description: triathlon fem component, cemented. Cat 5550-l-339, lot lbi685, description: triathlon sym patella s33x9mm. Cat 6197-9-001, lot mgq037, description: simplex p with tobramycin 1 pack. Cat 6188-1-001, lot rdq099, description: simplex p half dose 1 pack. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient called the surgeon and told him that he was in (B)(6) and came down with an infection of his left knee. The knee became painful and swollen and he was diagnosed with an acute infection. The hospital in (B)(6) performed an I & d. As far as is known, nothing was implanted. The 6197-9-001, mgq037 x2, 6188-1-001, rdq099. The patient has moved out of state so it is unknown as to what records will be made available to us.